Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10821. It was reported the patient¿s both leads were explanted and replaced due to high impedance. Effective therapy was established post operatively.